Event description:
The boom clamp assembly broke at the weld. Per report "mother transferred the patient (husband) out of his wheelchair turned the lifter to go to bed and as she was preparing to lower the patient the bracket broke off. Fortunately the patient was over the bed at the time the failure occurred, no injury reported. The patient wife is very upset and no longer is trusting the lifter." Lift has not had any repairs since it was purchased in 2002 [as a used lift] they are also stating that they were not told the unit should have regular maintenance. By serial number given the lift is at least 12 years old. Manufacturer issued RMA #663301 to get lift back for evaluation.